Manufacturer narrative:
The device will not be returned for evaluation. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
The primary procedure was performed on (B)(6) 2016, the patient was implanted with an afx bifurcated stent and an ovation iliac limb extension on the right side. Patient presented at physician's office complaining of left leg pain. As the patient was reported to have extensive peripheral vascular disease. The physician elected to treat the contra side of the previously implanted edologix limb in order to treat the disease progression. There was no reported device issue of previously implanted stents. On (B)(6) 2016, an additional ovation iliac limb extension was implanted. The patient was reported to be pain free and doing great. There has been no patient sequelae reported at this time.